Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, a caregiver reported receiving unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). No symptoms were reported. The caregiver administered insulin (dose/type unspecified) into the abdomen of the patient due to the high readings. The caregiver contacted an ambulance because the sensor readings were not changing despite the insulin administration. A healthcare professional (hcp) performed general tests and administered an unspecified drip intravenously to prevent hypoglycemia caused by too much insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6) to (B)(6) . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, a caregiver reported receiving unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). No symptoms were reported. The caregiver administered insulin (dose/type unspecified) into the abdomen of the patient due to the high readings. The caregiver contacted an ambulance because the sensor readings were not changing despite the insulin administration. A healthcare professional (hcp) performed general tests and administered an unspecified drip intravenously to prevent hypoglycemia caused by too much insulin. There was no report of death or permanent impairment associated with this event.